Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to liquid contamination on the j1001 component on the computer/analog pca. The root cause for the contamination was ingress of an unknown liquid. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing gong alarms.